Event description:
The plaintiff's attorney alleged that for approximately 3 years and 7 months, the patient experienced cardiac events, cardiac arrhythmias and all injuries associated therewith and subsequently expired. Furthermore, it was alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.